Event description:
During an aortic valve replacement, one of the leaflets separated from the valve structure (27 mm st. Jude valve). The valve was then removed and replaced with a 25 mm st. Jude valve.